Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% in-stent restenosed non-bsc stent being treated was located in the severely calcified proximal right coronary artery (rca). The physician experienced inflation difficulties with the 3.75x12mm quantum maverick balloon, then the balloon ruptured at 6 atm. The procedure was completed with a different balloon. No pt complications were reported. Pt status reported as "no problem".